Event description:
It was reported that a loss of rotation occurred. A 2.4mm jetstream catheter was selected for an athrectomy procedure in the left superficial femoral artery (sfa). During the procedure, the device started but it became jammed. The device was unable to get through the in-stent restenosis (isr). The device was removed and a laser device was used to complete the procedure. There were no patient complications reported and the patient was fine.